Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) was isolated to a defective q1 component of ECG b pulling down the belt discharge voltage, causing all ECG b to not recognize during the falloff test. The root cause for the defective q1 could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.